Event description:
It was reported the insulin pump had a blank display after a battery change. The device had to wait 10 to 15 minutes for it to start. Customer was advised to change battery cap, clean compartment, and use a new battery form a different package. Customer will monitor the device and call back if issue persists. Customer does not know blood glucose level. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.